Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v113344, implanted: (B)(6) 2008, product type: lead; product ID 3387s-40, lot# v088235, implanted: (B)(6) 2008, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 64002, lot# n286726, implanted: (B)(6) 2012, product type: adapter; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a shocking/jolting sensation. The patient had felt shocking while riding a metal bicycle under power lines. The patient was concerned that it might be due to the deep brain stimulator system. The shocks had been mild shocks through the body. No action was required as a result of the event. No diagnostic or troubleshooting was performed. The patient was alive with no injury.